Manufacturer narrative:
An event regarding tibial baseplate loosening involving an unknown insert was reported. The reported event is regarding loosening of the baseplate. There was no allegations made against the unknown insert. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised for instability and tibial baseplate loosening so baseplate and insert were removed and reimplanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for instability and tibial baseplate loosening so baseplate and insert were removed and reimplanted.